Event description:
The customer reported that during a prostate procedure the fiber had degraded due to increased tissue contact because the pt's prostate was very "tight", resulting in fiber degradation and decreased vaporization efficiency. This was reported to have occurred at 31,242 joules. There was no pt injury. The procedure was completed with another fiber.

Manufacturer narrative:
The customer reported decreased vaporization efficiency, which is not considered a reportable event. The fiber was subsequently returned to the MFR and analyzed. Failure analysis disclosed that the fiber cap was intact and attached, although burnt and drilled through. The fiber cap exhibited detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency and may also result in forward-firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling states that tissue contact or tissue probing may cause fiber damage or breakage. Result, the component fiber and cap refer to the results thermal problem.